Event description:
Discrepant elevated advia centaur cp troponin ultra results were obtained on pt samples. The initial results were reported to the physician. Upon retest the corrected results were sent out. Two patients admitted to the ER. One pt was treated. There was no report of adverse health consequences due to the treatment prescribed.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate the cause of the discrepant troponin ultra results was due to the presence of the crystallized wash 1 solution in and around of the wash displacement port and the resuspend port. A siemens healthcare technical support center (tsc) rep instructed the customer to decontaminate the system and verify assay performance with the qc. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.